Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pelvic inflammatory disease ("pid"), genital haemorrhage ("occasional bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no masses palpated.not currently sexually active,no urinary frequency, urgency or dysuria. Previously administered products included for an unreported indication: depo-provera from 1996 to 2011. Concurrent conditions included depression since 2013, gravida (normal spontaneous vaginal delivery), abdominal cramps, dizziness, dysuria, diarrhea, irritable bowel syndrome, bacterial vaginosis, right lower quadrant pain, sweaty, bloating, heartburn, vaginal itching, cold symptoms, bacterial vaginosis, human papilloma virus infection, sleep disturbance, dysphoria, disturbance in attention, nervous, pelvic discomfort, urinary frequency, cough incontinence, dysplasia since november 2014, endometriosis, gonorrhea, vaginitis chlamydial, cervicitis, neoplasm malignant, colposcopy, smoker (0.25 packs/day.), uterine bleeding and shoulder operation since january 2016. Concomitant products included ibuprofen (motrin) for pain, acetylsalicylic acid (aspirin) for pain relief as well as azithromycin, duloxetine hydrochloride (cymbalta), ibuprofen since 2013, naproxen sodium (aleve), omeprazole (prilosec), oxycocet (percocet), panadeine co (tylenol #3), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) since 2013 and pregabalin (lyrica). In november 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In april 2013, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), malaise ("hormonal changes, describe: not feeling well"), cystitis ("infection (bladder/urinary tract/vaginal)"), depression ("psychological or psychiatric problems, condition: depression"), rash ("rashes or skin conditions, type: bad rash"), skin discolouration ("skin changed color"), vaginal discharge ("vaginal discharge"), feeling abnormal ("feeling poorly"), headache ("bad headache"), nausea ("nausea"), bacterial vaginosis ("bacterial vaginosis") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). The patient was treated with metronidazole and surgery (underwent laparoscopic essure extraction on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the pelvic inflammatory disease, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, malaise, cystitis, migraine, depression, rash, skin discolouration, vaginal discharge, weight increased, feeling abnormal, headache, nausea, bacterial vaginosis and irritable bowel syndrome outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, cystitis, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, malaise, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Shortly after the essure insertion, she began experiencing pelvic pain and ocasional bleeding. She continued to experience these symptoms until the extraction of the essure device. Hersymptoms resolved after the surgery. Epithelial cell abnormalities: squamous atypical squamous cells of undetermined significance. On 2005 ,plntiif were cervical disorder and 2006 loop electrode cervix excis diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ua negative abdominal ultrasound, pathology report uterine cervical mucosa, endoscopic biopsies: low grade squamous intraepithelial lesion. She did have essure placed on (B)(6) 2012 and confirmatory hst (B)(6) 2013 confirmed tubal blockage. Pathology report final diagnosis: a. Right fallopian tube and right essure coil, right salpingectomy: benign fallopian tube with paratubal cyst. Essure coil (two pieces) ¿ gross evaluation. B. Left fallopian tube and left essure coil, left salpingectomy: benign fallopian tube with paratubal cyst. Essure coil (single piece) ¿ gross evaluation. C. Left posterior cul-de-sac biopsy: benign soft tissue with focal changes suspicious for endometriosis. Gross description: labeled right essure with fallopian tube, was a 6.5 cm in length x 0.7cm in maximum diameter purple-tan fimbriated fallopian tube. Protruding from the proximal end of the tube was a 7.0 cm in length x less than 0.1 cm in diameter gray shiny metallic coil. Labeled left essure with left fallopian tube, is a 4.6 cm in length x 0.6 cm in maximum diameter purple-tan fimbriated fallopian tube. There was also a 10.1 cm in length x 0.2 cm in maximum outer diameter gray shiny metallic with some embedded and tightly adherent gray soft tissue. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, patient demographic ,,concomitant product, new event dysfunctional uterine bleeding were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pelvic inflammatory disease ("pid") and genital haemorrhage ("occasional bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no masses palpated.not currently sexually active,no urinary frequency, urgency or dysuria. Previously administered products included for an unreported indication: depo-provera from 1996 to 2011. Concurrent conditions included depression since 2013, vaginal delivery (normal spontaneous vaginal delivery), abdominal cramps, dizziness, dysuria, diarrhea, irritable bowel syndrome, bacterial vaginosis, dysfunctional uterine bleeding, right lower quadrant pain, sweaty, bloating, heartburn, vaginal itching, cold symptoms, bacterial vaginosis, human papilloma virus infection, sleep disturbance, dysphoria, disturbance in attention, nervous, pelvic discomfort, urinary frequency, cough incontinence, dysplasia since november 2014, endometriosis, gonorrhea, vaginitis chlamydial, cervicitis, neoplasm malignant, colposcopy, smoker (0.25 packs/day.) And uterine bleeding. Concomitant products included ibuprofen (motrin) for pain, acetylsalicylic acid (aspirin) for pain relief as well as azithromycin, duloxetine hydrochloride (cymbalta), ibuprofen since 2013, naproxen sodium (aleve), omeprazole (prilosec), oxycocet (percocet), panadeine co (tylenol #3), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) since 2013 and pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), malaise ("hormonal changes, describe: not feeling well"), cystitis ("infection (bladder/urinary tract/vaginal)"), depression ("psychological or psychiatric problems, condition: depression"), rash ("rashes or skin conditions, type: bad rash"), skin discolouration ("skin changed color"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), feeling abnormal ("feeling poorly"), headache ("bad headache"), nausea ("nausea"), bacterial vaginosis ("bacterial vaginosis") and irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). The patient was treated with metronidazole and surgery (underwent laparoscopic essure extraction on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, malaise, cystitis, migraine, depression, rash, skin discolouration, vaginal discharge, weight increased, feeling abnormal, headache, nausea, bacterial vaginosis and irritable bowel syndrome outcome was unknown. The reporter considered bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, irritable bowel syndrome, malaise, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, skin discolouration, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Shortly after the essure insertion, she began experiencing pelvic pain and ocasional bleeding. She continued to experience these symptoms until the extraction of the essure device. Hersymptoms resolved after the surgery. Epithelial cell abnormalities: squamous atypical squamous cells of undetermined significance. On 2005 ,plntiif were cervical disorder and 2006 loop electrode cervix excis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 22-feb-2013: total bilateral occlusion ua negative abdominal ultrasound, pathology report uterine cervical mucosa, endoscopic biopsies: low grade squamous intraepithelial lesion. She did have essure placed on 30nov2012 and confirmatory hst 22feb2013 confirmed tubal blockage. Pathology report final diagnosis: a. Right fallopian tube and right essure coil, right salpingectomy: benign fallopian tube with paratubal cyst. Essure coil (two pieces) ¿ gross evaluation. B. Left fallopian tube and left essure coil, left salpingectomy: benign fallopian tube with paratubal cyst. Essure coil (single piece) ¿ gross evaluation. C. Left posterior cul-de-sac biopsy: benign soft tissue with focal changes suspicious for endometriosis. Gross description: labeled right essure with fallopian tube, was a 6.5 cm in length x 0.7cm in maximum diameter purple-tan fimbriated fallopian tube. Protruding from the proximal end of the tube was a 7.0 cm in length x less than 0.1 cm in diameter gray shiny metallic coil. Labeled left essure with left fallopian tube, is a 4.6 cm in length x 0.6 cm in maximum diameter purple-tan fimbriated fallopian tube. There was also a 10.1 cm in length x 0.2 cm in maximum outer diameter gray shiny metallic with some embedded and tightly adherent gray soft tissue. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and medical records, new reporter, patient demographic information, patient relevant information historical and concondition , lab data,esuure indication permanent birth control by bilateral occlusion of the fallopian tubes ,new events abnormal bleeding (vaginal, menorrhagia) , bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes, describe: not feeling well, infection (bladder/urinary tract/vaginal), migraines/headaches, psychological or psychiatric problems, condition: depression, rashes or skin conditions, type: bad rash, skin changed color, weight gain and pid were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("occasional bleeding") in a female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent laparoscopic essure extraction on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: shortly after the essure insertion, she began experiencing pelvic pain and ocasional bleeding. She continued to experience these symptoms until the extraction of the essure device. Her symptoms resolved after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: 3 months after essure procedure: full occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including pelvic pain and occasional bleeding starting shortly after insertion.the plaintiff underwent a laparoscopic essure extraction on (B)(6) 2016. The events resolved after the essure removal. Pelvic pain of varying intensity and duration, as well as changes in bleeding pattern, including unscheduled bleeding may occur and persist after essure insertion. This case was classified as incident since a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") and genital haemorrhage ("occasional bleeding") in a female patient who received essure for permanent contraceptive tubal implant. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/ intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent laparoscopic essure extraction on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered pelvic pain and genital haemorrhage to be related to essure. The reporter commented: shortly after the essure insertion, ms. (B)(6) began experiencing pelvic pain and occasional bleeding. She continued to experience these symptoms until the extraction of the essure device. Ms. (B)(6)'s symptoms resolved after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): in 2013: hysterosalpingogram result was 3 months after essure procedure: full occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and reported adverse events including pelvic pain and occasional bleeding starting shortly after insertion. The plaintiff underwent a laparoscopic essure extraction on (B)(6) 2016. The events resolved after the essure removal. Pelvic pain of varying intensity and duration, as well as changes in bleeding pattern, including unscheduled bleeding may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.